Manufacturer narrative:
The reason for this revision surgery was identified as a broken device after 9.7 months of patient use. The healthcare professional indicated there was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was disposed of at the hospital and not made available to djo surgical for examination. A review of the device history records showed no non-conforming material reports associated with the main contributor component listed in the complaint. A review of the product complaint report history showed there are (B)(4) prior complaints on part number 508-32-104, rsp glenoid baseplate. Among those (B)(4)complaints, there are (B)(4) complaints on central screw failure. There are (B)(4) complaints on baseplate central screw fracture during installation and (B)(4) complaints on screw fracture when implant is in vivo. A patient fall was reported in the complaint as the root cause for this failure. No information was reported about patient bone condition i.e. Cancellous bone structure/details, micro-damage during installation due to harder than average patient bone or initial misalignment, or other factors that could have contributed to the above said event.

Event description:
Revision surgery - due to the patient falling, the center screw of the baseplate broke and the locking screws pulled out. The surgeon revised it to another reverse shoulder prosthesis (rsp).